Event description:
Event: additional procedure to repair of superior attachment leak. Case details: it was reported that the graft was implanted in 2003. Pt returned to hospital for a repair of a superior failure to seal. Successful repair was done using another company's stent. No additional info was available as of this report.